Event description:
The patient contacted animas on (B)(6) 2012 alleging that the contrast and down arrow keypad button required hard presses to elicit a response. The patient denied damage or moisture to the pump. The patient reportedly wore the pump a pocket in a case and does not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission: (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no damage was observed. During testing, the down arrow and contrast keypad buttons were intermittently unresponsive and required multiple button presses with increasing force to elicit a response; the up arrow and ok buttons responded appropriately and were functional. There was evidence of contamination found under all key contacts during testing.